Event description:
It was reported when using the bd microtainer® contact-activated lancet the lancet was broken. The following information was provided by the initial reporter. The customer stated: "when opening the package, the needle was found to have fallen off from the collecting blood device."

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported when using the bd microtainer® contact-activated lancet the lancet was broken. The following information was provided by the initial reporter. The customer stated: "when opening the package, the needle was found to have fallen off from the collecting blood device." D.1. Medical device brand name: bd microtainer® contact-activated lancet. D.4. Medical device catalog #: 366594. D.4. Medical device lot #: z8b61h3. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: 3/31/2024. H.4. Device manufacture date: 6/13/2019. H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to needle fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd lancet the lancet was broken. The following information was provided by the initial reporter. The customer stated: "when opening the package, the needle was found to have fallen off from the collecting blood device."